Event description:
It was reported through results of a clinical trial, post device implantation of endovascular arteriovenous fistula, the patient reportedly expired.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. (Expiry date: 06/2023). Device not returned.

Manufacturer narrative:
H10: additional information was received, and the cause of death was not related to the device. Therefore, the file was reassessed for reportability and determined to be no longer reportable. H10: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement h10: (expiry date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through results of a clinical trial, approximately two weeks post device implantation of endovascular arteriovenous fistula, the patient reportedly expired. The cause of death was cardiac arrest.

Event description:
It was reported through results of a clinical trial, approximately two weeks post device implantation of endovascular arteriovenous fistula, the patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fifth complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. No specific device failure mode was alleged. The result of the investigation is confirmed for the reported patient adverse effects from the creation of an arteriovenous fistula (avf). The definitive root cause for the reported patient adverse effects from the creation of an arteriovenous fistula (avf) could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 5. The wavelinq endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 6. The safety and performance of the device via arterial wrist access has not been fully established. The incidence of vessel stenosis or occlusion that occurs in the radial and ulnar arteries after arterial wrist access has not been evaluated. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Precautions: 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. Potential adverse events: the known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Storage: store the wavelinq endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light. H10: date of death for this patient was not provided, date of death updated as on (B)(6) 1900 for the MDR submission requirement h10: b5, d4 (expiry date: 06/2023), h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: additional information was received, and the cause of death was possibly related to the study procedure and access circuit. Therefore, the file was reassessed for reportability and determined to be reportable as death. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 06/2023). H11: h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the results of a clinical trial that two days post an endovascular arteriovenous fistula creation, the patient reportedly expired and the primary cause of death was cardiac arrest. Reportedly, there have been no documented device deficiencies, no secondary stage procedures, and no post procedure interventions were reported, and the relationship of the death was not related to the study device, but possibly related to the study procedure and arteriovenous access circuit.